Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the velcro on the t:flip pump case was no longer working. Reportedly, the pump fell and the infusion set cannula was pulled out from the infusion site. Customer was able to place a new site immediately. There was no impact to the customer's blood glucose level.